Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled message. Technical services (ts) was contacted and reviewed the data available. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.